Event description:
It was reported that 18 minutes after starting treatment with a polyflux dialyzer, the patient experienced shortness of breath, and a slight wet crackle was heard in both lung bases upon auscultation. The blood oxygen saturation was measured at 89%, and the blood pressure was 103/70 mmhg. The patient was switched to "hemodialysis mode" and the ultrafiltration volume was reduced. It was further reported that the patient received oxygen and intravenous dexamethasone sodium phosphate (5mg) was administered. It was reported that the patient's shortness of breath gradually improved. No additional information is available.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.